Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter fracture occurred. A 14f expel¿ drainage catheter was used a month ago. The patient was brought back in and noticed that the catheter was fractured into 3 separate parts. The fractured parts of the catheter was snared out of the patient. No further patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that the device was returned in three separate sections with evidence of cracks along the device. No other damages or anomalies were noted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 14f expel drainage catheter was used a month ago. The patient was brought back in and noticed that the catheter was fractured into 3 separate parts. The fractured parts of the catheter was snared out of the patient. No further patient complications were reported.